Manufacturer narrative:
Additional information: banno, hiroshi, et al. ¿late type iii endoleak from fabric tears of a zenith stent graft: report of a case.¿ surgery today, vol. 42, no. 12, 2012, pp. 1206¿1209., doi:10.1007/s00595-012-0320-8.

Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
It was reported that an (B)(6) male patient underwent an evar procedure in late (B)(6) 2010. In early (B)(6) 2014, a CT scan confirmed an unknown leak (regarded as a type iiib endoleak by the physician) and an enlargement of the aneurysm. A 2mm growth has developed since evar was conducted in 2010. In late (B)(6) 2014 another manufacturer's device was also placed inside the stent graft then the aneurysm became smaller (-4mm). As of (B)(6) 2016 there have not been any adverse effects to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control and imaging review of the device was conducted during the investigation. Imaging review performed observed a small endoleak whose location and, due to an absence of type 2 endoleak, was consistent with a type 3b suture hole endoleak. The aneurysm growth was very slow with a 1 millimeter (mm) difference between years 2 and 4. Severely calcified iliac arteries made it impossible to determine exact stent positions. A competitor endoprosthesis was implanted and resulted in shrinkage of the aneurysm. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Due to this product only being one per lot number no other complaints would be associated with this complaint. The device is shipped with an instruction for use (IFU) that describe the indications for use, contraindications, warnings, precautions and correct deployment procedure. "Adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Patient selection, treatment and follow-up: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." Clinical factors that may have contributed to the reported event may be related to the presence of severely calcified iliacs, increased pressure within grafts and aggressive anticoagulation which are known causes of type iiib suture hole endoleaks. Based on the information provided, no product returned and results of the investigation; however, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.